Event description:
A report was received that the patient was getting inadequate stimulation due to high impedance contacts on the lead. The patient underwent a revision procedure. During revision it was noticed the lead was damaged at the proximal end where it attached to the splitter. The physician explanted the splitter, however the lead has remained implanted in the patient. The patient has elected to take no further action.

Event description:
A report was received that the patient was getting inadequate stimulation due to high impedance contacts on the lead. The patient underwent a revision procedure. During revision it was noticed the lead was damaged at the proximal end where it attached to the splitter. The physician explanted the splitter, however the lead has remained implanted in the patient. The patient has elected to take no further action.

Event description:
A report was received that the patient was getting inadequate stimulation due to high impedance contacts on the lead. The patient underwent a revision procedure. During revision it was noticed the lead was damaged at the proximal end where it attached to the splitter. The physician explanted the splitter, however the lead has remained implanted in the patient. The patient has elected to take no further action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3400-30, serial # (B)(4), description: splitter 2x8 kit-sterile. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Serial number (B)(4) (sc-2316-70): the device passed the mechanical test. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, located 1 cm from the clik anchor set screw mark. Additional visual inspection found that the lead body was kinked right at the proximal end of the retention sleeve. The broken cables resulted in the reported complaint of high impedance. Serial number (B)(4) (sc-3400-30) device evaluation indicated that the splitter passed visual, electrical, photographic imaging and mechanical tests performed. The lead was also rotated in several directions to duplicate the reported complaint with no anomalies detected. The splitter exhibited normal device characteristics.

Manufacturer narrative:
Additional information indicates that the patient underwent a lead revision procedure. The patient is reportedly doing well and getting good stimulation.